Event description:
Physician inserted catheter to incise the right upj. When inflated and bovie cut to open the stricture, it was observed that the balloon improperly filled and was twisted on x-ray. Balloon appeared to be twisted around catheter. No harm to pt.